Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and log review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Log review showed multiple occurrences of aspiration errors and cuvette washing not completed errors. Review of the analyzer maintenance log showed the wash cuvettes procedure was not performed as instructed per the operations manual after every occurrence of the cuvette wash errors. Review additionally showed that maintenance had not been performed as recommended in the architect operations manual, and may have contributed to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer stated that a patient had falsely elevated creatinine results generated using the clinical chemistry creatinine reagents. The following data was provided in mg/dl. Initial 4.59. Repeat results using a sample from the same patient showed normal results, however no specific values were provided for the repeat tests. Normal range is less than 1.25. No impact to patient management was reported.